Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.

Event description:
It was reported that no device interrogation was possible. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.